Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappear.